Manufacturer narrative:
Tw#(B)(4). Updated sections: a4, b4, b5, b7, d10, g4, g7, h2, h3, h6, h10, h11 corrected sections: h6--health effect ¿ clinical code corrected from "4580" to "1888" the device was returned to the factory for evaluation on (B)(6) 2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The heater wire and clear silicone insulation of both the hot and cold jaws was observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after the 10-second cooling period with no incident each time. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use ((B)(4)). An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4) rev w. The resistance value was measured at .695 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device, the reported failure "electrical/electronic property problem" was not confirmed. The lot # 3000340535 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure on connective tissue, vasoview hemopro 2 was tested before inserting into cannula. First cut into small fascia it didn't cut after 2-3 clicks. It took 8 clicks to cut fascia customer checked power supply and cable all were well. Tried again with no success. They then changed the adapter and still didn't work. Changed the hemopro 2, and the same issue happened. There was a procedural delay. Patient experienced mild bleeding due to inadequate cutting and no issue with blood loss.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was tested before inserting into cannula. First cut into small fascia it didn't cut after 2-3 clicks. It took 8 clicks to cut fascia customer checked power supply and cable all were well. Tried again with no success. They then changed the adapter and still didn't work. Changed the hemopro 2, and the same issue happened. Related to 940988.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.